Event description:
(B)(4). The dentist reported 3 months after the dental implant was installed in intraoral region #19, it was verified its non osseointegration. The implant presented no primary stability and immediate load was not performed.